Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is temporal relationship between pd therapy utilizing the liberty select cycler and the patient change in pd prescription due to scrotal hernia. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the hernia. The cause of the hernia has been attributed to the patient attempting to carry a box of delflex solution bags. There is no allegation of a device malfunction or deficiency reported for this event. The change in pd prescription is due to the hernia and the need for a reduction in the intra-abdominal pressure during treatment. Based on the available information and no allegation of a malfunction, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
It was reported to fresenius that a patient¿s peritoneal dialysis registered nurse (pdrn) changed the peritoneal dialysis (pd) prescription on their iq drive due to a health issue, and they have been experiencing problems since. Additional information was obtained through follow-up with the pdrn. The patient¿s pd prescription was changed due to a hernia. The patient was diagnosed with a scrotal hernia on (B)(6) 2020. The hernia was caused by the patient lifting full boxes of delflex solution. The patient had been instructed to take the solution bags out of the box and not attempt to carry the full boxes. The date that the hernia occurred was not confirmed. The patient has not seen a surgeon to date as they require clearance from the cardiologist first. The patient¿s pd prescription was changed due to the hernia from 4 exchanges with 2,000ml fill volume and a last fill of 1,500ml to 5 exchanges with fill volumes of 1,900ml and no last fill. The patient¿s treatment time was also extended to 11 hours to account for the additional exchange (prior treatment time not provided). No symptoms were reported. The patient is continuing pd therapy utilizing the liberty select cycler with the new pd prescription. No further information related to the hernia was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.